Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and topical skin adhesive was used. During the procedure, before used on the patient, shard penetration occurred. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
The following information was requested, but unavailable: how was the cut addressed on the surgeon's hand? To date, no further information has been received from the hospital in relation to your queries. The actual sample was returned for evaluation. Visual evaluation shows a crushed ampoule and dried formulation inside the bulb. It was also revealed a piercing through which a glass shard protruded in the applicator bulb and piercing in the butyrate tube. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The IFU for the products states: ¿do not crush the contests of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens".